Event description:
Reportable based on device analysis completed on 06jun2022. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was gone. The procedure was completed with another of the same device. There were no patient complications and the patient condition was good. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the imaging core assembly and the imaging window detached in the lapjoint section. The imaging window was not returned for analysis. Inspection for imaging core windup revealed a broken drive shaft and windup within the telescope section of the device beginning 22.3 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal wave form. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.